Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a disk boot failure, which resulted in a delay to patient care. A field service engineer swapped the hard drive and confirmed that the issue was resolved. A technical support specialist entered db info into aspsync, ensured records sync, enabled controller in myqlink. Performed hard drive crash restore per steps outlined in the knowledge article 000017669. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that a pyxis medbank system was down and displayed a error message 'disk boot failure'. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.